Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported "no seal on the unit packaging, open packaging. Lack of sterility of the dressing." The product was not used on the patient. Photographs depicting the reported complaint issue were provided by the complainant.

Manufacturer narrative:
A batch record review indicates no discrepancies. Preventive maintenance (pm) logs have been checked and pm's were completed. Affected amount: 1pc. Aquacel ag+ extra 20x30cm was manufactured under system application and products (sap) code (B)(4) and manufacturing lot number 0a01855. Lot number 0a01855 was sterilized under lot 1238589411 and released on review of results of sterilization. All the results were within specification and products were released. The production process, in process testing and packaging products was run in accordance with process instructions (pi) for machine (B)(4) 3. No nonconformity was registered during the manufacturing process of lot 0a01855. This is the only complaint for the affected lot registered within complaint handling system (tw). Three (3) photographs have been received for this complaint and have been evaluated in accordance with work instructions (wi). The photos confirm the product, the batch number and the complaint issue. A cause analysis event was created for seal breaches with the root cause investigation. It was decided that the investigation would no longer be needed and a complaint investigation (ci) project would be completed to address all the seal issues on all (B)(4) machines including open/missing seals. Operations have been informed of the complaint issue. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 1000317571.

Event description:
To date no additional patient or event details have been received.